Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked. Contact alleged pump was no longer delivering insulin. Customer's blood glucose (bg) was over 600 mg/dl with a trace level of ketones. Insulin injections were administered to address bg. Pump supplies were changed to resolve the issue.